Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with a 300cc mentor memorygel left breast implant and a 325cc mentor memorygel right breast implant experienced spontaneous pneumothorax, heart palpitations, brain fog, headaches, swelling, myalgias, arthralgias, daytime somnolence, anxiety, hand eczema, sensation of cold in lower extremity, ecchymosis, varicose vein and edema in lower extremity post procedure. On an unspecified date patient underwent a surgical intervention on the right side, patient had a chest tube placed on right side to treat spontaneous pneumothorax. As a result, patient underwent removal with no replacement on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with a 300cc mentor memorygel left breast implant and a 325cc mentor memorygel right breast implant experienced spontaneous pneumothorax, heart palpitations, brain fog, headaches, swelling, myalgias, arthralgias, daytime somnolence, anxiety, hand eczema, sensation of cold in lower extremity, ecchymosis, varicose vein and edema in lower extremity post procedure. On an unspecified date patient underwent a surgical intervention on the right side, patient had a chest tube placed on right side to treat spontaneous pneumothorax. As a result, patient underwent removal with no replacement on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).